Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was returned for reliability analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms and loss of capture (loc). No report of asystole greater than two seconds. The lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.